Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer's blood glucose (bg) level ranged from the 500's mg/dl range to a value displayed as "high", although a further specific value was not given as well as high ketones. Customer delivered a correction bolus of insulin in an attempt to address bg. As a result, the customer went to the emergency room (ER) on an approximated date at the end of december ((B)(6) 2024) and was treated with intravenous (IV) fluids of saline and insulin by the healthcare provider. Customer was discharged from the ER (date unknown) approximately 6-8 hours later with the issue resolved and no permanent damage. Additionally, it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support educated the customer on off-label insulin usage. A replacement pump was sent to the customer to address the cartridge alarm and the customer continued using the current pump for insulin therapy until the replacement pump arrived.